Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion surgery in which rhbmp-2/acs was used. It was reported that following his surgery the patient began to develop radiating pain to his legs and a limp when he walks. It was reported that the patient has never recovered from his surgery and he continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.